Manufacturer narrative:
Findings: unit passed rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No prime anomalies were noted. Unit was tested with a water filled test reservoir and no anomalies were noted at reservoir or units left at pump display. No cosmetic damage was noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. (B)(4).

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 39 mg/dl and high blood glucose levels. The customer stated her pump is causing a blood glucose levels to fluctuate from extreme low and high. The customer¿s recent blood glucose was 172mg/dl. The product was not returned for analysis.